Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had an error code 120.4500 . There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable root cause of the reported issue was due to the manufacturing issue of the front case assembly with keypad. During servicing we identified os interrupt which constitutes a reportable malfunction. There was no patient involvement. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they flashed software due to isolated error. Added a battery as the unit was missing one. Replaced the front and rear case due to cracks in the plastic. Replaced the left and right iui due to corrosion on the contacts. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 30oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device had an error code 120.4500 . There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had an error code 120.4500. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they flashed software due to isolated error. Added a battery as the unit was missing one. Replaced the front and rear case due to cracks in the plastic. Replaced the left and right iui due to corrosion on the contacts. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 30oct2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to the manufacturing issue of the front case assembly with keypad. During servicing we identified os interrupt which constitutes a reportable malfunction. There was no patient involvement. ¿review of the pump module error logs confirmed the software failure was present in the logs. ¿reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.